Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary shut down and failed to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis er1 had shut down. The field service engineer (fse) performed troubleshooting related to power issues and identified auxiliary half-height drawer 5 with a faulty bottom drawer controller board. The controller board and drawer module board were replaced. All cables were reconnected, and the station was rebooted, after which the device powered back up. The station was rebooted again, and the user was able to verify functionality. The system functioned as intended after the field service engineer repaired the device.